Event description:
Reporter alleged blood glucose measured 359 mg/dl back to back with a result of 109 mg/dl when testing was performed within 3 minutes of each other. It was stated no actions or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.